Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that, the patient experienced infusion set cannula bent issue on (B)(6) 2024. This issue led to increase in blood glucose level, subsequently leading to hospitalization for 2 days. The blood glucose level for which the patient was hospitalized was 400 mg/dl and required treatment with insulin intravenously. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.